Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was explanted and replaced and "other" was noted for the reason. Follow-up clarified that the device had premature battery depletion. No patient complications have been reported as a result of this event.